Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The probe was broken at 16 mm from the distal end. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] high-frequency output, [inspection] appearance. Based on the physical investigation result and review of device history record, the exact cause of the event couldn't be exclusively identified. From the physical investigation result and past cases, it is likely the probe broken occurred by the following mechanism: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during a total hysterectomy by laparotomy using the subject device with esg-400, usg-400 and td-tb400, the probe was broken off inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.